Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services discussed troubleshooting options. Additional information is being requested from the field. The lead remains in service. No adverse patient effects were reported.